Event description:
On (B)(6) 2012, mentor received a patient-initiated report of pain and infection in the left breast. These complaints are alternate summary reportable. On (B)(6) 2012, the pt's surgeon reported "odd/weird nodules, strange skin lesions (does not know if related)" and added that the pt had been admitted to the hospital in (B)(6) 2012 for possible breast infection. Per the physician, the "left implant showed free silicone, pt diagnosed with silicosis". The complaint was elevated to a medwatch report upon receipt of this info. Physician inquired about warranty and declined communication with medical affairs.

Manufacturer narrative:
Auto immune symptoms ("silicosis" and "nodules, strange skin lesions"), infection, pain. Device has not been explanted and no pathology/radiology/blood analysis reports received by mentor.